Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node cardiac ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred while in use on the patient. It was reported by the caller that a "temperature error" was displayed when coming on ablation (the caller could not recall the error code). It was discovered that the irrigation tubing was disconnected from the ablation catheter. The catheter was removed from the body and the catheter would not flush via tubing or with a syringe. The catheter was replaced and the issue was resolved. The procedure was continued and completed.

Manufacturer narrative:
On 20-mar-2025, it was noticed the incorrect h6. Medical device problem code in the 3500a initial medwatch report. As such, the coding has been updated from ¿temperature problem (a10)¿ to ¿device sensing problem (a0709)¿. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator, and the temperature and impedance values were displayed normally. However, the generator test could not be fully performed, as the device was occluded. An irrigation test was performed: the device was not irrigating due the irrigation tube was occluded with reddish material at shaft area. A manufacturing record evaluation was performed for the finished device number, and no internal action related to the reported complaint were identified. The temperature and irrigation issue reported by the customer were confirmed. The irrigation issue observed may have been related to the temperature error observed by the customer. The potential cause may be attributed to normal use of the device during procedure. However, this cannot be conclusively determined with the information available. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).